Manufacturer narrative:
The customer responses to questions on cleaning disinfection and sterilization (cds) processes were reviewed. And no obvious deviations from the instructions for use (IFU) were identified. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device inspection. That the gastrointestinal videoscope exhibited foreign material in the air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material that remained in the nozzle was not confirmed. There was no damage to the area where the foreign material was detected. However, olympus could not identify a definitive root cause of the event. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.